Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: there is damage and leaks in the cable unit. In addition, the following reportable malfunctions were identified during the device evaluation: flare occurs, cable unit is cracked and deposit on locking lever and cover unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had failure to cover wires due to sheath alteration, and electric anomalies. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had failure to cover wires due to sheath alteration, and electric anomalies. There was no patient involvement.